Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the attempted right ventricular (rv) lead was exhibiting t-wave oversensing (twos). The lead was removed and a new lead was placed. The new lead also exhibited twos. Lead sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Non-physiologic sensing was also observed on the attempted lead. The patient is a participant in the product surveillance registry clinical study.